Manufacturer narrative:
Qn# (B)(4). The customer returned a cs-27702-e kit with multiple components. The arrow raulerson syringe (ars) and introducer needle were used for this investigation. Visual inspection was performed on the ars and no defects or anomalies were found. Visual inspection was performed on the introducer needle and multiple cracks were found in the needle hub. Microscopic examination confirmed the cracks. The returned introducer needle was attached to a lab inventory syringe and filled with water. When the syringe plunger was depressed, water exited the cracks in the needle hub as well as the distal end of the needle. A device history record review was performed and no manufacturing related issues were identified. The customer reported issue of the needle hub cracking in use was confirmed during the sample investigation. The needle hub was returned with several cracks. A device history record review was performed and no relevant findings were identified. Further investigation of this issue is being conducted under a CAPA. The CAPA failure investigation indicates that the probable cause is design related.

Event description:
The customer reports the doctor found a crack in the needle hub during insertion. The device was replaced.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the doctor found a crack in the needle hub during insertion. The device was replaced.